Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was reproducible and inhibited pacing due to lead fracture. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was reproducible and inhibited pacing due to lead fracture. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.